Event description:
It was reported that the device was explanted after an implant duration of 9 months for unknown reasons and replaced by another valve of similar model type but larger size. No further details were provided. The exact model and serial number of the device was not provided. Information was learned through (B) (4) implant patient registry. Device will not be returned as it was discarded at the hospital.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. No customer letter required. The DHR review cannot be done until the serial number is provided. Device not returned.